Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking at the septum. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer's blood glucose.